Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7090383. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 575329. UDI: (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation when bending his neck. A magnetic resonance imaging (MRI) revealed a new cervical disc herniation. The physician attempted to adjust the lead to alleviate the patients sensations but opted a spinal cord stimulation (scs) explant procedure. The patient was doing well postoperatively. The explanted device components will not be returned as they were discarded per facility policy.